Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide after an interventional procedure. Reportedly, after the guidewire was removed, when attempting to advance the device, the sheath "buckeled". The device was removed and manual arterial compression was applied, but bleeding continued and three units of blood was administered to the patient. A surgeon was called to close the vessel. When the surgeon arrived, the bleeding had stopped, but, the surgeon did a cut-down and placed a couple of stitches as a very small opening was still seen. A clinically significant delay in the procedure of two hours was reported. A 6fr sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(6), during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated patient age is (B)(6). Estimated patient weight is (B)(6). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.